Event description:
One day post implant, the patient underwent an emergency pericardiocentesis for cardiac tamponade. The lead was repositioned due to the perforation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.